Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Details are listed in the attached abstract. Device was implanted at time of event. Date of event has been entered as the same as published date ¿ 26jan2021 since the date of data collection was not provided. Rocco edoardo stio, et al. Esc heart failure 2021; 8: 1627¿1630. Doi: 10.1002/ehf2.13205. Division of interventional cardiology, department of heart and vessels, san camillo forlanini hospital, rome, italy. The reportable aware date is the date the sjm notifier completed reading the article and entered in the complaint database (per section 6.3.4 of wi 90979616). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article titled ¿extracorporeal membrane oxygenation-assisted emergency percutaneous treatment of left ventricular assist device (lvad) graft occlusion¿ identifying heartmate 3 may be related with outflow graft stenosis as consequence of a twist, and right heart failure. This is a case study of a 51-year-old male patient presented to emergency department showing chest pain and dyspnea. The clinical examination showed an acute heart failure with pulmonary edema; their trans-thoracic echocardiogram showed a worsened dilatation of the left ventricle with the increased opening movement of aortic valve leaflets and of aortic regurgitation. Lvad parameters showed a normal estimated flow with normal pump-power and pulsatility index, while the hemodynamic ramp tests failed to reduce left ventricular end-diastolic diameter. 48 hours later, the patient's health condition worsened, resulting in hypotension, evidence of tissue hypoperfusion with increased lactate levels of 4.6 mmol/l, and a fall in urine output, developing the clinical picture of the cardiogenic shock. At the same time, a sudden reduction of lvad flow occurred with multiple low-flow alarms. A peripheral veno-arterial extracorporeal membrane oxygenation (ECMO) was placed through open surgical cannulation. A selective retrograde angiography of the pump showed images suggesting a diagnosis of outflow graft stenosis as consequence of a twist. An emergent percutaneous intervention of the lvad graft stenosis was performed. Due to severe right ventricular failure, ECMO venous cannula was left into the right atrium and a right ventricular assist device (rvad) and optimal blood oxygenation was realized. After a few days, a computed tomography-scan confirmed the patency of the implanted stent. The patient was explanted from rvad support and removed from the intensive care unit in 1 week.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
D4: model number, catalog number, lot number, expiration date - corrected. D6a - date of implant - corrected. H4 - device manufacture date - corrected. G3 in the previous report was added to be 11jun2024. It should be 13jun2024. E1: customer site was (B)(6). Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files were submitted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the hm 3 lvas. This section also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h9 - fsca added. No further information was provided. The manufacturer is closing the file on this event.